Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump also was received with crack battery tube threads, missing end cap sticker and stripped battery cap coin slot. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 233 mg/dl. Troubleshooting was not performed. The device was returned for analysis.